Manufacturer narrative:
A sample has been received for investigation but has not yet been evaluated. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a blunt knife during surgery. The customer exchanged the knife and the procedure was completed with no harm to the patient.